Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other 3.5x12 nc trek balloon dilatation catheter referenced is filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2016, a percutaneous intervention was performed in the diagonal coronary artery lesion. Two 3.5x12mm nc trek dilatation catheters advanced to the lesion without reported issue. Balloon expansion was noted to be defective on both devices. Another device was used in replacement. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported inflation issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received. After removal of one of the 3.5x12mm nc treks from the patients anatomy, the device was inflated and deflated without issue.